Event description:
The customer reported erroneous high accutni (troponin I) results were obtained for six pts when using unicel dxi 600 access immunoassay system during two shifts. Erroneous test results were reported out of the lab. Upon repeat on another instrument results were within the normal reference range. Amended reports were issued. No reports of death, injury, or change to pt treatment have been reported in connection with this event. The reported event occurred on two separate shifts; therefore, this event represents event 2 of 2 events reported by this customer. The event occurring on the second shift will be documented on a separate MDR.

Manufacturer narrative:
Samples are collected in 7ml plastic greiner lithium heparin plasma tubes with gel separator. The tubes were inverted per the tube MFR's recommendations. Centrifugation was done for 5 minutes at 4,000 revolutions per minute (rpm). The samples were run from the primary tube. Reruns were also from the primary tubes, which had been stored approx 8 hours at room temperature. The sample's appearances were described as normal. Quality control (qc) is run daily and is recovering within passing range. Maintenance schedule provided by customer indicated that system maintenance is performed as recommended by beckman coulter, inc. There have been no event log messages associated with event. The field service engineer (fse) was dispatched. Fse completed peristaltic pump head replacement modification proactively. Ran system check and hs foam/no foam to verify. Verified repair per established procedures. Results meet published performance specifications. No definitive hardware issues were identified. Customer calibrated accutni and ran cardiac qc to verify. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2122870-2011-05023.

Event description:
The customer reported erroneous high accu tni (troponin I) results were obtained for six pts when using unicel dxi 600 access immunoassay system during two shifts. Erroneous test results were reported out of the lab. Upon repeat on another instrument results were within the normal reference range. Amended reports were issued. No reports of death, injury, or change to pt treatment have been reported in connection with this event. The reported event occurred on two separate shifts; therefore, this event represents event 2 of 2 events reported by this customer. The event occurring on the second shift will be documented on a separate MDR.

Event description:
The customer reported erroneous high accu tni (troponin I) results were obtained for six pts when using unicel dxi 600 access immunoassay system during two shifts. Erroneous test results were reported out of the lab. Upon repeat on another instrument results were within the normal reference range. Amended reports were issued. No reports of death, injury, or change to pt treatment have been reported in connection with this event. The reported event occurred on two separate shifts; therefore, this event represents event 2 of 2 events reported by this customer. The event occurring on the second shift will be documented on a separate MDR.

Event description:
The customer reported erroneous high accu tni (troponin I) results were obtained for six pts when using unicel dxi 600 access immunoassay system during two shifts. Erroneous test results were reported out of the lab. Upon repeat on another instrument results were within the normal reference range. Amended reports were issued. No reports of death, injury, or change to pt treatment have been reported in connection with this event. The reported event occurred on two separate shifts; therefore, this event represents event 2 of 2 events reported by this customer. The event occurring on the second shift will be documented on a separate MDR.

Event description:
The customer reported erroneous high accu tni (troponin I) results were obtained for six pts when using unicel dxi 600 access immunoassay system during two shifts. Erroneous test results were reported out of the lab. Upon repeat on another instrument results were within the normal reference range. Amended reports were issued. No reports of death, injury, or change to pt treatment have been reported in connection with this event. The reported event occurred on two separate shifts; therefore, this event represents event 2 of 2 events reported by this customer. The event occurring on the second shift will be documented on a separate MDR.

Manufacturer narrative:
Samples are collected in 7ml plastic greiner lithium heparin plasma tubes with gel separator. The tubes were inverted per the tube MFR's recommendations. Centrifugation was done for 5 minutes at 4,000 revolutions per minute (rpm). The samples were run from the primary tube. Reruns were also from the primary tubes, which had been stored approx 8 hours at room temperature. The sample's appearances were described as normal. Quality control (qc) is run daily and is recovering within passing range. Maintenance schedule provided by customer indicated that system maintenance is performed as recommended by beckman coulter, inc. There have been no event log messages associated with event. The field service engineer (fse) was dispatched. Fse completed peristaltic pump head replacement modification proactively. Ran system check and hs foam/no foam to verify. Verified repair per established procedures. Results meet published performance specifications. No definitive hardware issues were identified. Customer calibrated accutni and ran cardiac qc to verify. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2122870-2011-05023.

Manufacturer narrative:
Samples are collected in 7ml plastic greiner lithium heparin plasma tubes with gel separator. The tubes were inverted per the tube MFR's recommendations. Centrifugation was done for 5 minutes at 4,000 revolutions per minute (rpm). The samples were run from the primary tube. Reruns were also from the primary tubes, which had been stored approx 8 hours at room temperature. The sample's appearances were described as normal. Quality control (qc) is run daily and is recovering within passing range. Maintenance schedule provided by customer indicated that system maintenance is performed as recommended by beckman coulter, inc. There have been no event log messages associated with event. The field service engineer (fse) was dispatched. Fse completed peristaltic pump head replacement modification proactively. Ran system check and hs foam/no foam to verify. Verified repair per established procedures. Results meet published performance specifications. No definitive hardware issues were identified. Customer calibrated accutni and ran cardiac qc to verify. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2122870-2011-05023.

Manufacturer narrative:
Samples are collected in 7ml plastic greiner lithium heparin plasma tubes with gel separator. The tubes were inverted per the tube MFR's recommendations. Centrifugation was done for 5 minutes at 4,000 revolutions per minute (rpm). The samples were run from the primary tube. Reruns were also from the primary tubes, which had been stored approx 8 hours at room temperature. The sample's appearances were described as normal. Quality control (qc) is run daily and is recovering within passing range. Maintenance schedule provided by customer indicated that system maintenance is performed as recommended by beckman coulter, inc. There have been no event log messages associated with event. The field service engineer (fse) was dispatched. Fse completed peristaltic pump head replacement modification proactively. Ran system check and hs foam/no foam to verify. Verified repair per established procedures. Results meet published performance specifications. No definitive hardware issues were identified. Customer calibrated accutni and ran cardiac qc to verify. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2122870-2011-05023.

Manufacturer narrative:
Samples are collected in 7ml plastic greiner lithium heparin plasma tubes with gel separator. The tubes were inverted per the tube MFR's recommendations. Centrifugation was done for 5 minutes at 4,000 revolutions per minute (rpm). The samples were run from the primary tube. Reruns were also from the primary tubes, which had been stored approx 8 hours at room temperature. The sample's appearances were described as normal. Quality control (qc) is run daily and is recovering within passing range. Maintenance schedule provided by customer indicated that system maintenance is performed as recommended by beckman coulter, inc. There have been no event log messages associated with event. The field service engineer (fse) was dispatched. Fse completed peristaltic pump head replacement modification proactively. Ran system check and hs foam/no foam to verify. Verified repair per established procedures. Results meet published performance specifications. No definitive hardware issues were identified. Customer calibrated accutni and ran cardiac qc to verify. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2122870-2011-05023.